Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/10/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced abdominal adhesions following surgery. It was reported that the patient underwent repair of incarcerated incisional hernia on (B)(6)2013. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/26/2018. Additional information: no additional information was provided.